Manufacturer narrative:
(B)(4): the customer reported the unit was receiving error messages and displaying need service. There was no report of pt impact. The unit was evaluated by a philips field service engineer and the therapy cable was replaced to address the problem situation. The device passed all performance and assurance tests and is certified to be used.

Event description:
The customer reported the unit was receiving error messages and displaying need service. There was no report of pt impact.